Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 failed and device not detected on bus. User rebooted and recovered storage space, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1(initial reporter facility name): (B)(6). A review of the complaint history for sn (b)6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that a failure of drawer 3.2 had occurred. A field service engineer identified that the drawer controller printed circuit board (pcb) on drawer 3.2 had no light emitting diode (led)s illuminated and replaced the drawer controller pcb; however, the hardware test application (hta) self-test failed again. Further troubleshooting revealed that cube tray c had a broken muscle wire contacting the frame. The cube tray and an additional drawer controller pcb were replaced, and the system was rebooted. The system functioned as intended after the field service engineer repaired the device.